Manufacturer narrative:
Sample collection and centrifugation data was not supplied. Sample was fresh and was analyzed upon arrival to the laboratory. Sample was filtered prior to the second troponin test. Quality control (qc) data was not supplied. System was performing within qc specs. System check data was not supplied. Service info was not provided. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.